Event description:
It was reported product found that the catheter leaked at 30cm during the puncture process, and the catheter could not be used normally, the catheter was replaced, and the patient was re-punctured. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leaking groshong catheter is confirmed, but the root cause could not be determined. One video of a groshong catheter coming out of a patient was returned for evaluation. An initial visual observation of the video showed the groshong catheter with its stiffening stylet still inside the device while partially inserted into the patient. The leak in the catheter was observed just proximal to where the catheter extends outside the patient¿s body at approximately what appeared to be the 30 cm depth marker. The details of the split were not visible from the returned video. Because the details of the split could not be observed from the video, the complaint of a leaking catheter is confirmed but the exact cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported product found that the catheter leaked at 30cm during the puncture process, and the catheter could not be used normally, the catheter was replaced, and the patient was re-punctured. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.